Manufacturer narrative:
Additional information has been received for this event. This supplemental report is being submitted to provide this information. Patient details are not provided by the customer.

Event description:
Addendum sep 13, 2022: device had been inspected prior to use with no issues noted. It is not known when during the procedure the event took place. There was some delay to the completion of the event due to the event. However, the patient did not need any additional anesthesia.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified; however, the event most likely occurred due to a malfunction of the image sensor unit, a board inside the video connector, or a malfunction on the system side. Additionally, the device was evaluated where no abnormalities were found that could have caused of contributed to the event. Olympus will continue to monitor field performance for this device.

Event description:
As reported for this event by the customer, during an unknown diagnostic procedure the device yielded no image. The procedure was completed with another similar device. There is no harm or adverse impact to the patient.

Manufacturer narrative:
There are two events reported for this device for the same issue. These events are captured in medwatches with patient identifiers (B)(6) (event date (B)(6) 2022) and (B)(6)(event date (B)(6) 2022). This medwatch is for the patient identifier (B)(6). The device evaluation will be performed in the medwatch with patient identifier (B)(6). The device has been returned but the device evaluation is not yet completed. As such, a definitive root cause of the reported complaint cannot be determined at this time. Supplemental report(s) will be filed as any relevant new information becomes available.